Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11 corrected data: h6 (investigation findings, investigation conclusions).

Event description:
N/a.

Manufacturer narrative:
A supplemental report wil be submitted upon the completion of the investigation.

Event description:
It was reported that the cardiosave intra aortic balloon pump display was not functioning as intended. This was identified during routine check. There was no patient involvement and no injury.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g1- contact person at mfg site, g3, g6, h2, h3, h6- type of investigation, investigation findings, investigation conclusion, component code and h11. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and upon inspection unit¿s display was inoperable. Proceeded to replace cardiosave rohs upper display monitor and top assembly display lcd rohs. Replaced the grounding strap cable out of precaution. Cardiosave display was then functional to factory specifications. Device passed all functional and safety tests according to factory specifications. Device was returned to customer. The following investigation was performed by technician of the maquet failure analysis and testing dept. (Fat). The failure analysis and testing dept. Received the following parts associated with this complaint: part upper display monitor. Part display top lcd part cable these parts were received with a reported unit failure of: display not functioning the failure analysis and testing dept. Performed a visual inspection and found the parts to be in good condition. The fat dept. Proceeded to install part upper display monitor into the cardiosave test fixture and tested the upper display monitor to factory specifications per procedure and the cardiosave service manual. The fat dept. Could not duplicate the complaint of the display not functioning. The fat then installed part assy, display top lcd along with part cable and tested both parts to factory specifications per procedure and the cardiosave service manual. The fat dept. Performed the display tests, all tests passed. Then the fat dept. Ran the cardiosave in clinical mode for two hours. The fat dept. Could not duplicate the complaint of the display not functioning. The parts passed testing. Retaining the parts in the fat dept. Per procedure.